Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/09/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/09/2014 with the following findings: during testing, the display was found to be discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking. (B)(6).